Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump would not turn on". Additional informaiton states that this issue happened during an inservice, therefore there was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "pump would not turn on" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue could not be replicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump would not turn on". Additional informaiton states that this issue happened during an inservice, therefore there was no patient involvement.